Event description:
During a robotic hysterectomy, the rumi manipulator handle broke. The scrub removed the broken part and notified the surgeon. Follow-up: this is a reusable robotic hysterectomy instrument that comes in the robotic hysterectomy set. The device was returned to our facility's sterile processing department.